Event description:
Per (B)(6), support services director, fst placed an lal air matt as sub without authorization. Pt slid off air matt while trying to turn over. Pt was found sitting by bed by nursing staff. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).